Event description:
Pt had severe left ventricular dysfunction and had automatic implantable cardioverter-defibrillator placed. Had reached end of life on battery and after removal of device, leads were found to be defective. Expired following attempted lead extraction/replacement.